Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and also noticed cannula was bent. Customer¿s blood glucose level was up to 500 mg/dl. Customer reported multiple blood glucose levels such as 287 mg/dl, 316 mg/dl, 328 mg/dl, 422 mg/dl, 349 mg/dl, customer changed out infusion set and gave insulin manually through needle and blood glucose began to go down to 243 mg/dl. Customer experienced blood glucose of 454 and 468 mg/dl, they gave extra insulin and his current blood glucose level was 437 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was unable to remove the plunger rod. The insulin pump will not be returned for analysis.